Event description:
A tamponade occurred while using an 8mm navistar ds diagnostic ablation catheter in an a-fib radiofrequency ablation procedure. Pericardiocentisis was not successful and the pt expired that night. The physician and risk manager both state that this event was not related to product performance.